Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Upon review of data logs, no product problem with the pump. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B2 updated to death. B5 updated to include placement signal issue description. H1 updated to death. H6 updated to include death and placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-15094. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated. G1 reporting contact email updated.

Event description:
The complainant also reported that the optical sensor failed, but the motor current and flow remained stable.

Manufacturer narrative:
The investigation for the ectopy and the high purge pressure has been completed. The data logs were reviewed which showed no purge-related alarms (except purge volume low). There were no trends or abnormalities in purge pressure. The purge flow slightly decreased from ~5 to 4 ml/hr over the first few days. After the purge was switched to heparin, the flow increased back to ~5 ml/hr. Therefore, the root cause of the high purge pressure was most likely biomaterial. The pump was not returned for evaluation. Without additional clinical details, the root cause of the ectopy could not be determined.

Event description:
The user facility reported a patient admitted for cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. High purge pressure alarm was triggered, and the patient experienced ectopy. Prior to implant of the impella 5.5, it was noted the patient acutely decompensated requiring multiple high dose inotropes and vasopressors and was emergently taken to the operating room for venous-arterial extra-corporeal membrane oxygenation (va ECMO) cannulation and the impella 5.5 placement. While obtaining wire access for ECMO cannulas the patient became profoundly bradycardic and hypotensive then arrested. The patient was emergently intubated and placed on va ECMO. Improved hemodynamics with va ECMO, impella 5.5 placed without complications. Two days after start of support, there were purge flow low alarms and purge was changed from bicarb to heparin with close monitoring. Additionally, the patient was having increased ectopy. The pump was repositioned. Following, it was noted the patient was declining, family withdrew care and the patient expired after 21 days of support. Medical safety review noted the use of the impella device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿